Event description:
It was reported that the patient¿s ilet was accidentally dropped, resulting in a cracked screen, and a replacement ilet was shipped while the original was requested for return. Symptoms included no reported adverse health effects and blood glucose levels were reported as unaffected. Outcomes included device replacement logistics and a hold on warranty coverage pending return of the original device. Investigation included review of user report and request for device return for evaluation. Investigation of this case revealed physical damage to the device consistent with external impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that user-induced physical damage was the probable cause. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of 0000083131 could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.